Manufacturer narrative:
The product was returned for evaluation. Visual and microscopic examination of the rod fracture surface showed a fairly brittle fracture due to fatigue. Fatigue striations are visible close to the surface initiation site. The fracture seems to start at a pre-existing notch. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the pt underwent posterior fusion from t11 to the pelvis around 2003. Initially, the pt had good balance but gradually developed a loss of balance which may have been due to his hip contractures. The pt also experienced more severe leg pain. The pt was scheduled for revision surgery (t9 to pelvis) and an osteotomy. Intra-operatively, the surgeon exposed the old hardware and removed the connecting rods. One of the rods was found to be broken in two pieces prior to removal. The pedicle screws at t11, t12 and l1 on the right side were loose and had partially eroded through the medial wall of the pedicle. There was loosening of the pedicle screws on the opposite side of the construct at the same levels (refer to manufacturer report #1030489200900623). New pedicle screws were placed at t10. The surgeon then repositioned the screws on the right side of the construct at t11 to l1. Once the screws were in good position, the surgeon replaced the screws at l3, l4, l5 and the sacrum. Screws were also placed into the iliac bilaterally. A laminectomy was performed at l1 and l2. A loss of motor signals occurred in the lower extremities sometime during surgery so the surgeon stabilized the spine with instrumentation, foregoing the osteotomy. The surgeon placed the connecting rods and performed a laminectomy at t11 where the pedicle screw had eroded through the medial pedicle wall. There was no evidence of any epidural hematoma at that level. An MRI was ordered to ensure there was no evidence of any cord lesion. The pt was transferred to ICU in stable condition. The MRI did not show any evidence of any neurological injury and the pt was able to move his lower extremities without problems when he awoke. The pt returned to surgery the following day to complete the osteotomy and fusion.